Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to advance and migration could not be confirmed as it was related to procedural circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, and evaluation of the returned unit, it is likely that the reported resistance during advancement and movement (migration) of the filter were due to anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and tortuous lesion in the internal carotid. An emboshield nav 6 embolic protection system was advanced to the target lesion with resistance noted with the anatomy. The filtration element was deployed; however, the filter was noted to migrate before the stent could be implanted. The filter was retracted and another emboshield nav 6 was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.